Event description:
It was reported that the customer was hospitalized and admitted to the ICU due to diabetes-related issues while using the pump and related supplies for insulin therapy on 3/11/2025. The lowest recorded blood glucose level during the incident was 24 mg/dl. The technical support team provided off-label insulin messaging, which the caller acknowledged. A pump system check revealed no malfunctions, and the customer was treated with IV and fluids, resolving the issue. The customer was released from the hospital on (B)(6) 2025.